Event description:
It was reported that a device was used during a laparoscopic hernia repair. The trocar blade would not stay engaged during insertion. Another device used to complete the case. There was no consequence to pt.